Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir of the insulin pump had a crack. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also stated that the half part of the reservoir was came off and hence the customer had a high blood glucose level. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The reservoir tube lip was completely broken off and test reservoir does not lock/click in place. Insulin pump passed prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.